Event description:
It was reported that the procedure was to treat a heavily tortuous, eccentric and 90% stenosed distal circumflex artery. Pre-dilatation was performed with a 2.0 x 12 mm unknown balloon catheter. A 3.0 x 48 mm xience xpedition stent was deployed when a distal edge dissection occurred which was treated by deploying another xience xpedition stent. The procedure was completed at this time. There was no clinically significant delay. No additional information was reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience xpedition) and is therefore similar to a device sold in the u.s.